Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(4) 2010 for this event. The fse performed troubleshooting and replaced the reagent probe vacuum valve to wash collar and the probe no longer leaks. Customer removed and replaced all reagents in case probe leaked in pack. Calibrations passed and qc met specifications.

Event description:
A customer contacted beckman coulter inc. (Bci) after noting a leak on the chemistry cartridge (cc) reagent tray and carousel. Some leaking was observed in the reagent probe wash collar as well. No operator exposure was noted for this event.